Event description:
According to the reporter, this procedure was performed in the field, in iraq. Per complaint form: patient with stage 4 lung cancer was coding in emergency room. Vascular access was required to push fluid volume. Tibial intraosseous access was attempted using cook I/o needle. First attempt failed resulting in a bent needle. Second attempt failed resulting in a bent needle. Vascular access was eventually gained (5 minutes later) through central venous catheter. Patient expired, although, according to clinician not reasonably a result of the bent I/o device. Information provided indicates that the product did not cause or contribute to the death of the patient.

Manufacturer narrative:
Expiration date unknown as lot is unknown. (B)(4). Patient death not due to device. Bend is not addressed in the IFU. Unknown as lot is unknown. No product was returned to assist in this investigation. A 100% visual examination is performed within the needle quality control department, verifying that the cannula is molded or glued securely into the hub and glue is smooth. Without the complaint device a definitive root cause is not possible. Per the provided IFU, in the warnings section, the c-din intraosseous infusion needle is an emergency alternative to be utilized until standard or convention venous access can be obtained. It is recommended for use in patients under 24 months of age. It should not be used in patients over 24 months as the bones are more dense. When we have seen this type of complaint in the past it is typically due to an attempt to use the device on a patient over 24 months. The age of patient in this complaint is given as 50 years of age and therefore outside the recommendations for this product. We will continue to monitor for similar complaints. No action necessary at this time due to insufficient risk per quality engineering risk analysis.